Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump volume was too low. Customer's blood glucose level ranged between 200-349 mg/dl. The customer declined to troubleshoot with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.